Manufacturer narrative:
In this report, section b1 - adverse event/product problem, d4 - model # and catalog # has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that he has recently been diagnosed with asthma, eye irritation, nose irritation, respiratory tract infections, dizziness and/or headache , nausea/vomiting, and hypersensitivity.. There was no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.